Event description:
It was reported that the ilet user accidentally pulled the infusion site off the applicator during deployment and requested assistance with a supply change. No symptoms or adverse clinical effects were reported. Outcomes included successful completion of a full supply change with resumed insulin delivery and no alerts or alarms. Investigation included remote troubleshooting and user education by customer care. Investigation of this case revealed user technique error during insertion leading to improper infusion set deployment, resolved through guided replacement and correct attachment. It was concluded, based on previously established findings for similar reports, that the cause was user error.